Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 08-aug-2022, it was reported by a sales rep via email that a ar-1662psl-710, peek swivelock biceps teno, 7 x 10 was cut by the end of the swivelock driver. This was discovered during use and a case was involved. No information was provided on how the procedure was completed.